Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Device has exhibited the elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within 60 days with a reserve of 3 shocks. No additional adverse patient effects were reported. Device has been explanted and was given to the patient, per their request.